Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Poor image quality. There was no report of patient harm. The time of event is unknown. Date of event: not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Evaluation summary: it was speculated that this event was caused by water entering the vicinity of the led, causing corrosion and failure around the led circuit, which reduced the amount of illumination light and made it difficult to observe.

Manufacturer narrative:
Correction information g4:. Premarket identification PMA/510(k). G6: follow up #1. H2:if follow-up, what type?